Event description:
Customer called to report that the insulin pump alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 200 mg/dl. Troubleshooting was done. Advised customer to do a complete set change as soon as possible. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.